Event description:
A patient contacted our (B)(6) affiliate to report developing a corneal ulcer in the left eye three years ago while wearing 1-day acuvue lenses. The patient provided no additional information about this issue. Our (B)(6) affiliate reports a face to face interview with the ecp is scheduled for (B)(4) 2010. The patient does not have the product or the lot number associated with this event. No additional information is available at this time. If additional information is received, will report within 30 days of receipt. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed.